Event description:
A malfunction was reported on a customer's pump during an update process. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to reset the pump with guidance from customer technical support (cts), including switching outlets and removing the pump case, but these attempts were unsuccessful. Technical support decided to send a replacement pump, ensuring it had updated software. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.